Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a broken sensor wire occurred. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the patient was under 2 years old. Dexcom labeling indicates: the dexcom system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a root cause for the reported inaccuracy cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and was unable to perform an investigation due to the sensor wire was not visible and the applicator was partially deployed and unable to deploy fully. The needle was exposed and bent. The customer's complaint of a broken sensor wire was not confirmed. The complaint confirmation was unable to be determined. A root cause could not be determined.